Manufacturer narrative:
The customer did not return the device for evaluation. The contour next test strips used at the time of the event were expired, therefore, no in-house testing could be performed. The device history record was reviewed for the suspected contour next meter (s/n: (B)(6)) and no manufacturing anomalies were found.

Event description:
The customer reported that she was unable to perform blood glucose test with the contour next meter as the meter was dead. She was experiencing symptoms of hyperglycemia which were described as being dizzy and thirsty. The customer went to a physician's office where a blood glucose test was performed and a reading of 175 mg/dl was obtained. The customer was given an injection (unknown medication). After, she went home and ran another blood glucose test and obtained a reading of 139 mg/dl. The customer recovered well after the treatment. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 the customer's weight was not provided.